Event description:
Procedure type: open right hepatectomy and lymphadenectomy. According to the reporter: the endo gia 12mm short fired once and on the second load, the stapler would not fire and ripped the artery it was on. Stapler malfunction resulting in venotomy in middle hepatic vein repaired with 4-0 prolene. Per the surgeon, when the stapler clamped shut, he noticed it wouldn't advance into the firing sequence, and it also appeared to tear the vein as it clamped. The surgeon could retract the jaws without issue but then needed to repair the vein. There was unanticipated blood loss of 1500 ml (about 1200 ml blood loss not due to this event and about 300 ml due to this event). The pt received a transfusion. No reinforcement material was used.

Manufacturer narrative:
(B)(4).